Event description:
Follow up information received identified surgical intervention was taken and the patient's scs ipg was relocated. Postoperative, the patient stated he was satisfied with the outcome.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained the scs ipg felt like it was floating and moving due to fluid surrounding the device. Surgical intervention may be taken to address the issue.